Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that the insulin pump was priming abnormally. Troubleshooting was performed, and the customer was advised to discontinue use of the insulin pump. At the time of the phone call, the customer stated that her blood glucose level may have been the result of a miscalculation on her part. The customer stated that she was going to go to the emergency room for assistance. Nothing further was reported.